Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. While advancing a taxus express2 2.5 x 24 mm drug eluting stent a kink was noticed. The stent delivery system (sds) was removed and the physician attempted to straighten the kink. The same sds was reinserted into the guide catheter. Three quarter of the way down into the guide catheter, fluoroscopy showed the sds shaft fractured. The fractured catheter was removed from the pt's body without any complications. The procedure was successfully completed with a taxus express2 2.75 x 24 mm drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".